Event description:
The customer received questionable bilirubin total (tbili) results on their integra 800 analyzer. All samples were plasma and all testing was performed on the same integra 800 analyzer. The patient's initial tbili result was 0.4 mg/dl. The first repeat result was 0.4 mg/dl. The second repeat result was 27.2 mg/dl. The customer deemed the 27.2 mg/dl result to be correct based on medical history and condition and it was reported outside the laboratory. On (B)(6) 2011, the patient had another sample collected and analyzed. The initial tbili result was 0.4 mg/dl and was reported outside the laboratory. The laboratory questioned the result due to the patient's medical history and repeated the analysis. The first repeat result was 0.5 mg/dl. The second repeat result was 26.2 mg/dl accompanied by a data flag. The third repeat result was 0.3 mg/dl. The customer deemed the 26.2 mg/dl result to be correct and it was issued as a corrected report. The infant was not treated based on the original result and there were no adverse events to the patient. The tbili reagent lot number was 64461401 and the expiration date was 08/31/2012. The field service representative could not duplicate the issue. The customer replaced both sample probes prior to his arrival. After reviewing the results, the instrument, and the error logs, he suspected the sample probe was bad. For verification, the customer had been running all tbili samples in parallel between the i800 and their c6000 with matching results. All tbili controls had been in range. The customer ran controls and they were in range.

Manufacturer narrative:
.